Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The recall notification has been sent to FDA under number 1649390-09/16/16-001-r.

Event description:
The subluxation/dislocation is easily reduced and I suspect the poly is hinging in and out. After the patient humerus was exposed the poly insert was disassociated from the stem. This caused the dislocation. The poly was removed. The surgeon decided to keep the stem in the patient.